Event description:
A segment of the PICC line wire was fractured and discovered in pulmonary artery on chest radiograph and CT, subsequently retrieved by endovascular means. Therapy start date: (B)(6) 2016.